Event description:
It was reported that during a port placement procedure, the port was allegedly difficult to flush. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one catheter, two luer caps, one flushing connector, one j-tip guidewire in a guidewire hoop, two tunnelers, one unknown brand 7.0fr peel-apart sheath and dilator and one unsealed safety infusion set was returned for evaluation. Visual, tactile and functional evaluations were performed on the returned device. An in-house syringe was attached to the proximal end of the catheter returned. Upon infusion, what appeared to be thrombus was observed exiting with water at the distal end of the catheter. An in-house syringe with dye water was attached to the received safety infusion set. The infusion set was patent to both infusion and aspiration without issue. The investigation is inconclusive for the reported flushing difficulty issue as the reported complaint sample (port) not received and full functional testing could not be performed. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (component) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024 a patient underwent fir a port placement procedure using powerport ti l/p 6 cf int wosp att sl. It was reported that during a port placement procedure, the port was allegedly difficult to flush. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the port was allegedly difficult to flush. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one catheter, two luer caps, one flushing connector, one j-tip guidewire in a guidewire hoop, two tunnelers, one unknown brand 7.0fr peel-apart sheath and dilator and one unsealed safety infusion set was returned for evaluation. Visual, tactile and functional evaluations were performed on the returned device. An in-house syringe was attached to the proximal end of the catheter returned. Upon infusion, what appeared to be thrombus was observed exiting with water at the distal end of the catheter. Therefore, the investigation is determined to be inconclusive for the reported difficult to flush issue as the reported complaint sample (port) was not received and full functional testing could not be performed. The definitive root cause for the reported failure could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.